Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field b5 with additional information received.

Event description:
It was reported that a patient experienced a cardiac tamponade. During a pulsed field ablation (pfa) procedure, a farawave pulsed field ablation catheter was selected for use. Pulmonary vein isolation (pvi) had been completed without any product replacement; however, the patient experienced a drop in blood pressure when the farawave catheter was routed in the right atrium after the pvi in the left atrium. Drainage (approximately 300cc) was performed due to post-procedure cardiac tamponade. The catheter did not perforate through. That evening, the patient's blood pressure had not dropped too low, therefore surgical intervention was not expected to be required. The day following the procedure, there was no up-to-date information on the patient's condition. The device is not expected to be returned. It was further reported that the patient was discharged from the hospital two days after the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade. During a pulsed field ablation (pfa) procedure, a farawave pulsed field ablation catheter was selected for use. Pulmonary vein isolation (pvi) had been completed without any product replacement; however, the patient experienced a drop in blood pressure when the farawave catheter was routed in the right atrium after the pvi in the left atrium. Drainage (approximately 300cc) was performed due to post-procedure cardiac tamponade. The catheter did not perforate through. That evening, the patient's blood pressure had not dropped too low, therefore surgical intervention was not expected to be required. The day following the procedure, there was no up-to-date information on the patient's condition. The device is not expected to be returned.